Event description:
Unsolicited communication from patient reporting pump beeping with non disposable damp tubing. Patient switched to back up pump and same beeping occured. Advised patient to use new casette and patient was able to infuse with no issues. Lot number for the wasted casette is unknown. Casette is not available for return. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in us with the patient? No, did the product issue cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? No, is the actual cassette available for investigation? No, did we replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes was the patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Resolved? Yes, ongoing? Reported to (B)(6) by: patient/caregiver.